Manufacturer narrative:
The customer reported that the cns display is all black and pressing the power button doesn't work. Customer will purchase monitor from a third party source. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurses station (cns) display is all black and pressing the power button doesn't work.